Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician could not duplicate the customer complaint that the display failed and the unit had no power. The customer complaint that the battery failed was verified. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states display failed, battery failed and no power. No patient involvement.

Manufacturer narrative:
Submit date: 03/21/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's display failed. There was no patient involvement.